Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer was at 174 mg/dl at the time of the call. The customer was given intravenous insulin to treat. The customer experienced symptoms such as being unresponsive and in a coma. The customer was wearing the insulin pump during the incident. The customer stated their meter was reading about 67 points off their actual blood glucose values. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.